Event description:
The physician stated that the endoleak was due to lack of seal in the initial valiant stent placement during the previous surgery. An adequate seal was achieved by covering the subclavian artery and extended to the left carotid artery. The patient was transferred to pacu in good condition.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a descending thoracic aortic 50 mm in length dissection. It was reported that the patient presented with back pain approximately seven months ago. After a CT scan a dissection was seen. The dissection was very close to the subclavian artery; however the physician chose not to cover the artery. After the initial procedure was performed the physician was satisfied with the results. The patient did not see the physician for 6 months after discharged. The patient once again was having pain. After another CT scan was performed a type 1 endoleak was seen. The physician operated and performed an arch debranching and then placed another valiant 46x46x200 from the end of ascending aorta and landing in the existing graft. A final angiogram was done and no endoleaks were seen. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).